Manufacturer narrative:
Device eval: monitor sn (B)(4)and electrode belt sn (B)(4) were damaged upon receipt. The device malfunctions were reported on MDR # 3008642652-2013-03740. It is unk whether the device malfunction caused or contributed to the event. Device MFR date: monitor sn (B)(4), MFR on 03/2011. Electrode belt sn (B)(4) MFR 06/2013.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2013 a (B)(6) female pt was reportedly treated. On (B)(6) 2014, the pt called zoll customer support to report that the treatment resulted in a hematoma on her chest, requiring the pt to be hospitalized for two days. The lifevest monitor and electrode belt were damaged upon receipt at zoll. As a result, zoll was unable to confirm whether the pt received a treatment. The device malfunction of the monitor and electrode belt were reported on MDR # 3008642652-2013-03740.